Event description:
It was reported that a patient underwent a repair of the achilles tendon on (B)(6) 2012, and suture was used. During the procedure the needle pulled off the suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Actual sample is a cord with one needle still attached and one loose, used needle. The detached end of the cord shows only poor swaging marks which probably caused the needle detachment.